Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the vessel sealer extend instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was in universal surgical manipulator (usm2) and they were unable to remove it. The customer stated that before calling in, the customer was going to move the vse to another usm and when they went to remove it, they were unable to, and it was stuck. The customer stated that they pressed the emergency stop button and then used the wrench to open the jaws. The vse was not grasping tissue. Then, they used a kelly clamp to pry it off of usm2 to remove it with the trocar. The customer stated that they put a new instrument on usm2, and everything seemed to be working. They proceeded with the case. The technical support engineer (tse) tried to view logs, but they were not loading. The customer informed they would like the field service engineer (fse) to check out the system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the grip release slider was not working to open the jaws. The grip release slider broke off. The vse jaws were closed but were not stuck on tissue. They did not enlarge the port site incisions.